Manufacturer narrative:
Exact date unknown, event occurred months ago from date manufacturer was made aware. Explant date: 6 weeks from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7087140/7087284.

Event description:
It was reported that the patient developed infection at the pocket site. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned.